Event description:
It was reported that the implantable cardiac monitor (icm) exhibited noise oversensing while the patient was moving. No changes or interventions were done. There were no patient consequences.